Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported incident could not be determined.

Event description:
During a procedure, output issues resulted in the procedure being cancelled. It was reported that when irf pressure was selected, it went to one side and then tried to equalize instead of maintaining the pressure.